Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the jaws of the device. They were retrieved from the patient. New device was used to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic artery & duct. Was the clip fully advanced into the jaws prior to firing? Clips fell from jaws. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the crimp out of specification causing that the shroud subassembly loses its intended position in relation to the support tube. Due to this condition the clips could not be fed into the jaws. A potential cause of this condition may be that the crimp was not properly made during the manufacturing process. Please note that this condition is unrelated with the event reported. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.